Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stopped working. Customer stated the display was not blank less than 30 seconds and did not return. Insert battery alarm did not display on the insulin pump screen. Customer stated display was blank currently. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment and spring was neither damaged nor corroded. Display returned after insulin pump restart. The customer reported that there was a crack on the belt clip rails and was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.